Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude leg. Functional testing including leak, clear passage, and clamp function testing were performed and a leak through a closed twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined; however the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis therapy. The event was further described as ¿solution leak out after removing mini cap when the twist clamp was at close state¿. There was no patient injury or medical intervention associated with this event. No additional information is available.